Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The correct test results values were on the cobas 6000 core unit ,and they were uploaded to the host. The patient was treated based on the correct test results. The incorrect data was only available the usb backup media. Product labeling states, "only remove usb storage devices after choosing usb (global button)." The reported issue may occur if the storage device is not disconnected using the relevant software global button. The issue may also occur due to damaged or infected usb devices. Product labeling states: "never use a program or storage medium that is suspected of containing a virus." And "use only usb storage devices that are tested and installed by your local roche service representative." Phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated there was an issue with patient data stored on the cobas 6000 core unit. Patient sample data stored in the analyzer hard drive, and sent to the customer's laboratory information system is different from data from the same sample stored on a backup device. The backup device used in this event is a universal serial bus (usb) stick and data from the analyzer was stored on this device. The reporter changed the usb stick to a new one, and the problem did not occur.